Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, a reporter for the lay user/patient contacted lifescan (lfs) (B)(6), alleging that the patient¿s onetouch ultramini meter displayed a high temperature message during testing. The complaint was classified based on the customer service agent (csa) documentation and on additional information obtained by csa during a follow-up call with the reporter. The reporter informed the csa that the alleged meter issue began on (B)(6) 2019 at 2:30 pm. The patient manages his diabetes with a combination of insulin (xultophy 48 units each morning; humalog taken afternoon or evening on sliding scale based on blood glucose results (more than 121 mg/dl - 2 units, more than 200 mg/dl - 4 units, more than 300 mg/dl - 8 units, more than 350 mg/dl -12 units)) and oral medication (jardiance 25 mg before breakfast). During the follow-up call, the reporter denied the patient made any changes to his usual diabetes management regimen due to the alleged issue. 2 days after the alleged issue began, the reporter claimed the patient developed symptoms of ¿very tired, dry mouth, very thirsty and felt sick.¿ the reporter informed the csr during the follow-up call that in response to the symptoms, the patient attended the emergency room where his blood glucose was measured at ¿390 mg/dl¿ on arrival. The reporter claimed the patient was treated with insulin (type and dose unspecified) and was discharged when his blood glucose levels returned to normal. During the follow-up call, the reporter attributed the reported injury to the alleged meter issue and swollen legs. At the time of troubleshooting, the csa noted that the subject meter was not being used for the first time and that the meter had not been exposed to temperature outside of the acceptable range. The csa walked through resolving the issue and the alleged issue was resolved. This complaint is being reported because the patient reportedly received medical treatment for an acute high blood glucose excursion after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.